Event description:
During verification testing at the service center, channel a of the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code.

Manufacturer narrative:
Duringtesting at the service center the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. This was found to be due to a broken motor.